Event description:
Pt care technician (pct) at facility reported sps 1550 device was being prepared for pt treatment when the device turned off without providing an alarm. This device was pulled from pt treatment and baxter healthcare was notified. Pct reported there was no pt on the machine; therefore, there was no pt injury and no medical intervention necessary as a result of this report.